Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon knee was reported. The event was not confirmed. Reported event: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be determined because insufficient information was provided. Additional information including device identification and return, operative reports, progress notes and x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2018 the patient underwent knee replacement surgery and was implanted with a triathlon knee. It is further alleged that on or about (B)(6) 2018 the patient suffered chronic pain and instability in his knee and other injuries and was revised.